Event description:
It was reported that the 9900 system had a damaged interconnected cable pin connector. Also the image would intermittently flicker. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.